Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported tip separation was confirmed. The reported difficulty to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficult to advance, difficult to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement and retraction the guide wire encountered resistance with the moderately calcified, 100% stenosed anatomy resulting in the difficulty to advance and difficulty to remove and likely causing the tip core to kink or bend. Manipulation against resistance ultimately resulted in the core, coil and polymer separation. Additionally, the treatment appears to be related to the operational context of the procedure as the separated section of the guide wire was left in the patient anatomy but remained outside of the anterior tibial vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified anterior tibial artery that was 100% stenosed. The hi-torque command met resistance with anatomy during advancement and removal. It was noted that the tip of a hi-torque command 18 separated during removal and was left in the patient anatomy but remained outside of the anterior tibial vessel. There was no adverse patient sequela reported and no clinically significant delay in the procedure. No additional information was provided.